Manufacturer narrative:
The wife of a patient called for a stent card and additionally reported adverse events. In 2000 the patient had two unspecified stents placed in unknown vessels for unknown reasons. In 2005 the patient had a cypher stent placed in an unknown vessel due to "the results of a stress test." In 2010 the patient had four unspecified stents placed in unknown vessels for unknown reasons. The patient's medical history is significant for hypertension, no other information is available. As it is our intent to report conservatively this event will be captured as restenosis. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided it is not possible to establish a relationship between the device and the reported events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The wife of a patient called for a stent card and additionally reported adverse events. On 2000-u-u, the patient had two unspecified stents placed in unknown vessels for unknown reasons. On 2005-u-u, the patient had a cypher stent placed in a unknown vessel due to "the results of a stress test." On 2010-u-u, the patient had four unspecified stents placed in unknown vessels for unknown reasons. On (B)(6) 2011, the patient "fell" and "hurt shoulder." The patient went to the orthopedic and after unspecified tests was found to have a possible strain. The patient has had severe pain in arm and shoulder at night when sleeping that remains ongoing. As treatment, oxycodone was prescribed for pain. As further treatment an MRI will be completed.